Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with only the distal end was returned for analysis. External insulation abrasion was noted at 45.2 cm to 47.3 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion.